Manufacturer narrative:
Event reported by patient. The surgeon is: (B)(6). Other: health (B)(4) incident report reference no. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a procedure performed on (B)(6) 2015 to treat stress incontinence. On (B)(6) 2015, the patient took antibiotics for a left side "strip" (mesh) infection. In (B)(6) 2019, the patient started to have throbbing, occasional pain in both legs. In (B)(6) 2019, severe pain was experienced mainly in the thigh, hip and left groin. As a result, the patient did a consultation with different specialists, pass MRI, rx and had medication for pain. However, the pain remains to this day on a daily basis. Prior to device implantation, the patient was active, participating in several different sports. Currently, 10 minutes walk with a stroller completely exhausts her and amplifies her pain.